Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2018-05976. It was reported during an ipg replacement surgery on (B)(6) 2018 (please see MFR. Report #: 1627487-2018-05910), one contact on one of the patient¿s leads showed high impedances. The physician relocated the lead, and effective stimulation was reported. Note: both of the patient's leads are being reported because it is unknown which lead is liable.